Event description:
It was reported via repair work order that the brakes will not engage due to worn drive link assembly . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.